Manufacturer narrative:
The insulin pump was unable to prime during the prime/a33 test due to faulty force sensor resistor gold. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked battery tube threads, broken reservoir tube lip and missing end cap sticker.

Event description:
Customer reported that the insulin pump alarmed during priming. Blood glucose level was 350 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.